Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.5 diopter intraocular lens (iol) was implanted into the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to decreased visual acuity. Visual acuity pre-operatively was 20/70 and post-operatively it was 20/50. There was no incision enlargement or vitrectomy performed. Post-replacement, the patient is doing very good and the visual acuity is now 20/20. The replacement lens was the same model, but different diopter of 24.0. No additional information was provided.

Manufacturer narrative:
Product testing could not be performed because the product was not returned. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.